Manufacturer narrative:
Patient information now provided.

Event description:
A medtronic representative reported that, while setting-up for a cranial procedure, the navigation system became intermittently unresponsive on boot-up, the monitor screen went black. The mouse was also unresponsive after registration. A re-boot of the system returned to the navigate screen and restored normal function. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. (B)(4) 2014. A medtronic representative performed a navigation system check-out, all areas passed. The navigation system was shut-down/re-started multiple times; launched ent application and performed a registration; launched the cranial application and performed both a pointmerge and touch-n-go registration. System performed as intended. Reported issue could not be replicated. No parts have been returned to manufacturer for analysis.